Manufacturer narrative:
Results: foot-end left siderail carrier mechanism.

Event description:
It was reported by service report that allegedly the foot left siderail is broken. The service report notes do not indicate if there was patient involvement or adverse consequences reported.